Event description:
The manufacturer received information that on (B)(6) 2025 at 08:31, the patient's mother detached the catheter mount to perform sputum suction. At that time, a "circuit disconnected" alarm sounded. The mother went out after that. At 08:36 the same morning, an alarm occurred on the monitor (the catheter mount may have come off during that time). It was reported that the patient's father did not notice this. It was reported there was no alarm logged on the trilogy evo ventilator. The same morning, at 09:30, the patient's father noticed the catheter mount was detached because a "low minute" ventilation alarm 1.8l/min. Had occurred. No medical intervention was initiated. It was confirmed the patient had cardiopulmonary arrest. The patient's cause of death has been reported as cardiac arrest. Causal relationship between the medical device and the patient harm in the opinion of the doctor was reported as: occurrence record of an alarm (or the circuit disconnect alarm) which occurred tuesday, (B)(6) 2025, is present on the monitor. The father did not notice it at the time. There is a possibility that the catheter mount came off during the time indicated, but there is no alarm logged on the trilogy evo ventilator. The doctor reportedly checked the alarm log on site and provided their opinion as stated here. Additional information provided: on 01 april 2025, the philips sales representative checked the operating status of the trilogy evo ventilator at the patient's home together with the police. They confirmed that the device operated normally and annunciated alarms. It was reported it may take time for the device to be retrieved for manufacturer's investigation since the police may collect it. The device was not available at the time of reporting.

Manufacturer narrative:
The device was returned to the manufacturer and evaluated on 24 april 2025 with the following findings: when the catheter mount was removed using the same circuit with the setting of the issue occurring, it was confirmed that "low minute ventilation" and "circuit disconnected" alarm occurred. Performed an operational check as usual, and there were no abnormalities found. Upon checking the error log, it was confirmed that "low minute ventilation" alarm occurred for 3482 seconds and "circuit disconnected" alarm occurred for 3475 seconds. There were no errors indicating abnormalities of the device. When tests for the flow or pressure were performed as a verification, no abnormalities were observed. There were no abnormalities found during an internal inspection with disassembling the device. Based on the above, it is believed that there were no abnormalities in the device, and the catheter mount was removed, then "low minute ventilation" and "circuit disconnected" alarm kept sounding. Performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly.